Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. A review of the device history record is in-progress. Upon completion of the investigation; a follow-up report will be filed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as (B)(4). Device not returned

Event description:
It was reported by the respiratory department manager that there was a sticking issue with the thumb valve port on the device. The ventilator alarms were going off and the patient was losing quite a bit of tidal volume. The patient was resuscitated by ambu bag until the cause was identified. The catheter was switched out for another one. The patient remained on a ventilator in medical intensive care unit. Per additional information received, the patient was extubated and remains in the hospital. No additional medical intervention was required following the event. No further information has been provided at this time.

Manufacturer narrative:
The actual complaint product was returned for evaluation. One (1) used sample was returned with the original packaging. At receipt of the sample, the position of the thumb valve was down. The valve was depressed and released. The valve did not return to the full upright position, however it could be manually pulled into full closed position. Technical quality reviewed the sample and identified the thumb valve failure as having a spongy feeling that would stick when pressed. The thumb valve was disassembled to the seal and plunger interface and found a molding defect on the side of the plunger. This molding defect was rubbing on the inside of the seal and this caused the stuck down condition. The device history record for the lot number, m6018t603, involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).